Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
The patient had a cold in the right low limb and intermittent lameness lasting for one year, was in hospital due to the pain being intensified for one month. The physician decided to treat the stenosis of the right iliac artery. During the operation on (B)(6) 2016, a biotronik bare stent was implanted in the proximal of the right common iliac artery for treatment of stenosis, however, the post-deployment angiography indicated a slight dissection in the bifurcation of the right common iliac artery. A gore viabahn® endoprosthesis (vbc071502/13985930) was therefore decided to be implanted in the right common iliac artery by overlapping with the implanted bare stent about 1cm for treatment of this slight dissection. The viabahn® device was accessed through an 8fr sheath and advanced to the target lesion, after initiating deployment and being expanded around 3cm to 4cm, the deployment was unable to continue due to a resistance. The physician replaced a 12fr sheath and tried to retract the partially deployed device but failed, then performed a local anesthesia and a small cut-down on the right femoral artery for an attempt to pull out the viabahn® device, it did not succeed. Therefore, the physician performed a general anesthesia and continue cutting down the right femoral artery till to remove both the viabahn® device and the bare stent. Another 7mm x 15cm viabahn® device was used to continue the procedure successfully.

Manufacturer narrative:
The reported device was returned back for engineering evaluation, the investigation stated that the hub, a portion of the dual lumen catheter, and deployment line appeared to be cut off and were not returned with the rest of the device. Approximately 7 cm of the distal shaft, on which the endoprosthesis is mounted, was exposed on the hub end because the device moved distally, past the tip of the catheter. Multiple kinks were found throughout distal shaft. Bent struts on the hub end of the device were present, consistent with an attempt to pull the endoprosthesis back through an introducer. The endoprosthesis was deployed approximately 2 cm. There was about 4 cm of the deployment line coming from the constrained portion of the endoprosthesis. The deployed endoprosthesis extends past the tip of the tip about 1 cm. Deployment could be continued with traction of the deployment line near the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified. Per the gore® viabahn® endoprosthesis instructions for use (IFU), it is stated that complications and adverse events that can occur when using any endovascular device. These complications include but are not limited to deployment failure. A warning is given as ¿inadvertent, partial, or failed deployment of the endoprosthesis may require surgical intervention.¿